Event description:
It was reported that after the pump was implanted, the flow dropped suddenly to 0lpm. There was no change in power. The patient had low flow alarms. The pump was exchanged. The low flow alarms resolved with pump exchange and volume resuscitation. When the low flows stopped there were no symptoms. However, when the flows stopped, the patient's blood pressure (bp) and mean arterial pressure (map decreased along with peripheral arterial oxygen saturation (sp02).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3, left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. Review of the log files retrieved from the returned device confirmed the reported low flow events as well as a period of zero flow. A specific cause for these events could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 16.0¿ from the pump header. The distal portion of the pump cable was returned measuring approximately 10.0¿ from the inline connector. The modular cable was not returned. Approximately 6.0¿ of the sealed outflow graft was returned detached from the pump. The outflow graft bend relief was properly engaged to the graft hardware. The apical cuff was not returned. The cuff lock was unremarkable. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device contained data and events from the day of implant and subsequent explant. Several low flow events were captured, as well as a period of zero flow lasting approximately 1 hour. A specific cause for these events could not be conclusively determined. The pump was stopped in the last few minutes of the file, consistent with the explant procedure. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Incidental findings found several lvad faults associated with rotor instability were captured, including dclink, bng, magnetic centering, and rotor displacement faults. A specific cause for these events could not be conclusively determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Section 8 of the patient handbook, "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.